Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a non-healthcare professional. This case was cross-referenced with case ID (B)(4) (cluster case). This case concerns a male patient (approximately (B)(6)) who experienced effusion in his knee, rash in his knee and infection after receiving treatment with synvisc. No medical history, past drug, concomitant medication or concurrent conditions was reported. On an unknown date (a few years ago), the patient initiated treatment with synvisc injection (route, dose, frequency, batch/lot number, expiration date and indication: not provided). On an unknown date, the patient experienced effusion and rash in unspecified emergency room because he was out of town, and they washout his knee. On an unknown date, the patient got an infection and it was not caused by the synvisc. Action taken: unknown. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for the event of effusion in his knee. No further information was provided.